Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 5 experienced a hardware failure. Cubies were greyed out on the device map, and the drawer appeared unstable. Recovery attempts and multiple reboots were performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.